Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented post implant procedure. Upon review, the patient's right atrial(ra) lead was suspected of dislodgement. Dislodgement was confirmed with an x-ray. The ra lead was repositioned on (B)(6) 2019. The patient was stable.